Manufacturer narrative:
The information provided by the user stated that they had an issue with light cables overheating in a new wolf system. A wolf system is a competitor's light source and is not manufactured by smith & nephew. Additional information received stated that the customer has been using a storz versitip adaptor, even though they have been connecting the light guide cables to a wolf light source. As stated in the IFU, gemini universal light cables are designed for use with metal halide and xenon arc lamp light sources. The light cables are secured to the light source via smith & nephew versitip adaptors. Smith & nephew supplies source-end adaptors for light cables with light sources manufactured by smith & nephew/wolf, storz, olympus, and acmi. The root cause for the event is most likely user induced as they used a light source that was not specified as compatible with the smith & nephew manufactured light cables.

Manufacturer narrative:
(B)(4).

Event description:
Facility reports that they had an issue with light cables overheating when used with a competitor's light system.